Event description:
Patient was in clinic today for an image guide fusion prostate biopsy. During the biopsy, the biopsy gun stopped firing correctly. We had to stop the biopsy and switch out the gun for another one. Site notified bard rep, product not available for return. Manufacturer response for biopsy gun, max core biopsy device (per site reporter).